Manufacturer narrative:
The device was returned, and the evaluation found jet tube had remains or white foreign material, which were attributed to insufficient reprocessing. During incoming inspection, a leakage was found in switch 3. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope jet tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unidentified foreign material in auxiliary water channel was due to reprocessing could not be conducted properly due to leakage at switch 3. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.